Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h6 - medical device ¿ problem code from "1384" to "2979". This is a reusable OEM device; therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a.

Manufacturer narrative:
Tw ID# (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to tw (B)(4). The hospital reported during preparation for an endoscopic vessel harvesting procedure, 7mm endoscope was damaged and had a burr on the end of it. It is suspected that the damaged scope created the situation where plastic threads could be seen inside the tip which obscured their vision; the scope scraped the inside of the conical tip causing the plastic filament to be created. Scope caused this to happened to 2 conical tips. No pt injury, discovered prior to pt contact.